Manufacturer narrative:
Of the 3 allegations of a malfunction, 2 pumps were returned to animas and investigated. Of the investigated pumps, 1 was found to be malfunctioning due to a battery compartment crack. This report is processed under exemption number (B)(4). This MDR report is part of the 227 pilot program.

Event description:
This report summarizes 3 malfunction events. A review of the events indicated that the one touch ping model pump experienced a temp - physical damage issue. These reports were received from various sources. The patients associated with this allegation range from 14-72 years of age and between 51 and 164 pounds. Of the reported patients, 2 were male, 1 was female, and 0 were unknown.